Manufacturer narrative:
Concomitant medical products: addrl1 ipg implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was low impedance and noise on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.